Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that a patient with a urinary stimulation implantable pulse generator (ipg) experienced multiple issues including therapy being stuck on since april 1st, leads functioning for only about 30 days after surgery, and the device exhibiting irregular behavior after the initial period. The patient expressed significant frustration and escalation due to unresolved issues. Troubleshooting attempts were made by the patient, including multiple efforts to reset or adjust the device and transponder, but the issue was not resolved. Additional clarification was provided by patient services (pss) who reported that the patient did not specify whether the "heart attacks and crash carts" were related to the device.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1xc49 implanted: (B)(6) 2019 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.